Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg implant site was not healing to the physician's satisfaction. As a precaution the patient was placed on antibiotics. The physician was concerned that due to the position of the ipg an infection was present. The ipg was moved to the patient's stomach and no infection was present. Follow-up information indicated the patient is healing and the implant site looks good.